Event description:
The stent came off the delivery system inside pt. It was not retrieved. The target lesion was the right coronary artery and it was calcified. The procedure was completed with the same stent delivery system and satisfactory results were achieved. There were no adverse effects to the pt.